Event description:
As reported, during a robotic hysterectomy procedure the hydro-surg lap irrigator started to leak yellow fluid right away. As reported, the device was used to complete the procedure by placing the hydro-surg at a distance so the yellow fluid would not get on the sterile field or patient. There was no reported patient injury.

Manufacturer narrative:
As reported hydrosurg irrigator had yellow fluid leak. The subject device was returned for evaluation. Based on evaluation of the device fluid leaked into the pump housing and presented in the area the battery housing. Fluid leak presented and passed the lip seal barrier. Rtv is identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on our evaluation and the condition of the device the probable cause is determined to be manufacturing related. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4). Released for distribution in august 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.